Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported the system continued to beep after the fluoro button was released, even though there were no exposures made. No pt injury was reported.